Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The kink resistant tubings (krt) in both cylinders had suture protrude out more than usual, which would most likely be damaged during explanation surgery. The krt of the first cylinder had a leak. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the reservoir. The pump deflation spring was found misalign, however, the pump performed within specifications. Based on the information available and analysis results, the reported mechanical issue and hole/perforation were not confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder connecting tube. All components were removed and a new ipp was implanted. Only the left cylinder was implanted because the urethra was injured while inserting the dilator. There were no further patient complications.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder connecting tube. All components were removed and a new ipp was implanted. Only the left cylinder was implanted because the urethra was injured while inserting the dilator. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder connecting tube. All components were removed and a new ipp was implanted. Only the left cylinder was implanted because the urethra was injured while inserting the dilator. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.